Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an "er1" warning issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "three weeks ago" prior to contacting lfs. She stated that she manages her diabetes with insulin (no adjustments) and due to the alleged issue she continued taking her usual dose of medication. The patient claimed "a week" after the alleged issue started she felt "nauseated, sweaty and lightheaded". In response to her symptoms, "less than two weeks ago" prior to contacting lfs, she reportedly went to her doctor's office and had her glucose tested with the doctor's meter, where a result of "high" was obtained. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.